Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during the preparation of the preloaded device, the surgeon put the viscoelastic and removed the two stops, the lens was crumpled instead of bringing it up to the tip and was stuck. Additional information has been requested.